Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis. The pump was run without problem; no alarms and no display messages occurred. Based on the evidence, the pump passed all tests and was found to be operating properly.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump intermittently beeped and then alarmed with no error message during infusion. No adverse patient effects were reported.